Manufacturer narrative:
This report is submitted november 1, 2019. - attachment: [154089 device analysis report reg.pdf].

Manufacturer narrative:
Additional information has been requested regarding the circumstances of explantation; however, have not been made available, as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on september 18, 2019.

Event description:
Per the clinic, it was reported that the device was explanted (date not reported).